Event description:
It was reported that the blade tip of the device broke off during a procedure. The blade tip was retrieved. A new device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Information not provided by initial contact. Information anticipated, but unavailable at this time.